Manufacturer narrative:
The phaco handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an ophthalmic surgical procedure the phacoemulsification (phaco) handpiece got warm. The handpiece did display a system message during priming. The case was completed using an alternate handpiece with no harm to the patient. Additional information was requested and received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Further additional clarification of the reported event indicated the system message was displayed constantly and the handpiece overheated when used on some days.